Event description:
It was reported the patient could not sleep on their left side due to the discomfort from the implantable neurostimulator (ins). The patient had the ins removed in (B)(6) 2010 during hernia surgery but the healthcare provider could not remove the leads. The patient stated the hcp wanted to do an MRI of the back due to pain. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient believed the device had not helped him because his scar tissue was just too much and growing thicker. In addition, the neurostimulator implanted in the patient's left hip had been moving some and was painful. The hcp that performed the patient's hernia surgery had never removed a neurostimulator, but agreed to do so after speaking with the pain center. The hcp was able to remove the battery, but the leads would not pull out. It was noted that the hcp had pulled on the leads from the battery pocket. Because of the remaining leads, the patient was unable to have an MRI, and underwent a cat scan instead, finding a bulge at t5. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 377760, lot# v001708, implanted: (B)(6) 2006, product type: lead. Product ID 377760, lot# v001708, implanted: (B)(6) 2006, product type: lead. Product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID 377760, lot# v001708, implanted: (B)(6) 2006, product type: lead. Product ID 377760, lot# v001708, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
Additional information received reported that the implantable neurostimulator (ins) battery was taken out a "few years" prior to (B)(6) 2014 because it was "not working." It was not "giving the patient any service." The patient also thought it might have been "four to five" years prior to (B)(6) 2014. The patient did not recall the year it was taken out. It was not helping and the patient did not use it. The ins in the hip was bothering the patient quite a bit. The patient asked the healthcare professional (hcp) take out the battery and wires because "it was moving around pretty fierce." The patient stated the hcp told him he could take out the ins but did not know how to go about the wires. The patient stated the hcp did not know how to pull the wires from where the battery was at and did not know the wires travelled up the spine. The patient only had the wires left in at this time. The patient would see if he could have surgery on it. The patient had pain there and wanted to see if he could get "some things" done. The patient saw the wires and stated they were plastic coated. It was noted had to "more wires" to stimulate the patient. The word the patient used was shocking and the patient stated he was just describing getting more stimulation. The patient stated the ear, nose and throat hcp called off doing the mra and just decided to set the patient up for a CT scan instead. The patient also noted having tinnitus and was hearing things in his right and left ear. However, the right ear was more of a concern. The patient was set up to do an mra on his head tomorrow and knew he could not have an MRI. The patient thought he could do an mra and was having issues with his hearing. The patient's also stated the current hcp told him that they could not do a mra and would just do a CT scan. The patient reported having a lot of scar tissue and a t5 spinal cord bulge. The patient also reported there was a "rupture" that his healthcare professional (hcp) fixed . No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Lead model 3777 lot # v001708 implanted: (B)(6) 2006 explanted: unk lead model 3777 lot # v001708 implanted: (B)(6) 2006 explanted: unk patient programmer model 37742 serial # (B)(4) implanted: na explanted: na.